Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had pain at the ipg site. The pt reported the pain felt as if the area were bruised. F/u identified the pt was scheduled with his physician regarding the issue.